Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7084928.

Event description:
It was reported that the trial leads were pulled out due to it causing pain in patients right leg and felt it caused nerve damage. No further information has been obtained despite good faith efforts.